Manufacturer narrative:
The insulin pump passed the rewind, prime, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during the basic occlusion test due to protruded/loose motor support disk. Unable to perform occlusion test or verify prime alarms due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with a cracked case at lcd window corners and battery tube threads. The insulin pump was received with missing end cap sticker.

Event description:
The customer reported experiencing high blood glucose of 263mg/dl. The caller stated that the insulin pump stopped functioning the night before and alarmed during the manual prime process. Trouble shooting was performed. The device was stuck on the prime loop, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.